Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow-up, customer met with a healthcare provider and no further action was required. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Emergency medical technicians treated the customer with intravenous "sugar water". There was no injury. Cause of low bg was not known. Customer decline to upload pump data for tandem technical support to review. Recommendation was made for the customer to discuss the event with a healthcare provider.